Event description:
Reporter indicated a patient had the vns lead and generator removed on (B)(6) 2012 due to an infection at the lead and generator sites. Pus was also noted in the lead inner tubing per the reporter. The patient was asymptomatic other than for the wound issue. Attempts for further information and return of the explanted devices are in progress.

Event description:
Reporter indicated the patient's infection started at the vns generator site and tracked up the lead to the electrode area. The generator and most of the lead was removed, but part of the electrodes were retained. The cause of the infection is unknown. The patient had no trauma and does not manipulate the vns. The patient is healing slowly and is still on antibiotics. The chest incision has healed, but the neck incision is still healing slowly. The neck is draining a small amount of fluid. The neck fluid and generator site were cultured and staphylococcus aureus bacteria grew out. The patient is expected to recover and will continue to remain on antibiotics at this time. All attempts for return of the explanted generator and lead have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Device failure is suspected.

Event description:
Reporter indicated the patient had additional surgery on (B)(6) 2013 to remove the retained vns electrode lead portion. The vns generator and most of the lead was previously explanted on (B)(6) 2012 due to infection. The patient's lead electrodes were removed due to a lingering deep infection at the electrode portion of the retained lead from the original infection. The infection developed a sinus tract to the neck. The electrode remnant and sinus tract were excised, and the area was debrided. The patient has finished his course of antibiotics and is doing well at this time.